Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple alarms. The customer¿s blood glucose was 130 mg/dl. Customer reported that the insulin pump had hardware low level failures during self-test. The customer was able to cleared the alarms and able to rewind the insulin pump. Displacement test was passed and self-test was failed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime, basic occlusion, force sensor, occlusion, and self tests. No the main arm cannot communicate with the motor arm error, an error in the motor was detected by reading unexpected value from hall sensor error alarm, software error, or hardware low level failures error were noted during testing. However, software error is found in the device history due to a software error. Hardware low level failures error is confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly. No other unexpected audio or vibrate anomaly or absence of alarms were noted during testing.